Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power up batteries) has been confirmed. As received, the battery charger/modem was unable to recognize or charge a battery pack. Upon investigation, there was liquid contamination on the battery board, q1 on bedside board was internally shorted, and the power supply connector was defective with recessed pins. The cause of the failure is the damaged components and the contaminated battery board. The root cause of the defective components cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.